Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The device was implanted after one partial recapture and achieved good ostial position. There was a slight shoulder noted on 0 and 45 degree transesophageal echo (tee) views but flush position at 90 and 135 degree views. The device subsequently met release criteria. The device was released. Approximately 5-10 minutes post release the device took a more proximal and sideways device position and this was evaluated further. Compression measurements now were found to be 28mm in most views with extreme proximal and canted position noted. The surgical team was notified and attempted to snare the device using a goose neck snare and a non-boston scientific guide catheter through a single curve truseal was sheath in an attempt to snare the implanted device by the threaded insert. The threaded insert of implanted device was captured with the goose neck snare three times in attempt to recapture the device back into sheath but was ultimately unsuccessful. The implant team concluded that the considerable tug that was applied during this process was sufficient to show adequate stability of the proximal/sideways device. The attempt to snare was ceased and the device was left in place. The patient was recovered per usual and was discharged to home two days later with no further issue.